Event description:
The symptoms reported by ms. Tokar to have been expressed by this pt could have been caused by several agents. Anxiety about a medical procedure, with concomitant hyperventilation, can produce such symptoms as diaphoresis, light headedness, shortness of breath, and change in blood pressure in pts, according to research articles in the medical literature. Ms. Tokar mentioned that the saline used to flush the device conatined a preservative; it is possible that this pt was sensitive to the preservative. Considering that the device remained in the pt's arm for almost one month without a recurrence of such symptoms, it does not seem likely that the pt was expressing a sensitivity to the material from which the device remained in the pt's arm for almost one month without a recurrence of such symptoms, it does not seem likely that the pt was expressing a sensitivity to the material from which the device was made. No MDR was filed for this report. The MDR decision tree that is a part of our standard operating procedure for handling complaints determined that this was not reportable because the frequency of this type of event was lower than that stated in the labeling.